Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported a death occurred. In (B)(6) 2014 a 24mm watchman¿ laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. The device was placed distal to and spanned the entire laa ostium with a complete seal observed. It was reported that the patient died in (B)(6) 2015. The cause of the death is unknown and no autopsy was conducted. It was reported that, prior to their death, the patient had been hospitalized due to atrial tachyarrythmia which led to cardiac decompensation. The patient died within a month from being discharged.